Event description:
Respiration therapist walked into the pt's room and noticed bipap touch screen had malfunctioned and nothing could be adjusted. He was called because alarms were going off on machine and would not shut off. He was told by nurse that pt was not doing well with oxygen, hr and noticed she had agonal breathing staff quickly started bagging pt and called equipment tech to come and swap out the bipap for a new one and then placed pt back on new machine and she quickly got back to her baseline. The pt was last checked before the event, and the bipap machine was operating properly. At the time of the event, the bipap machine was changed out and the pt was transferred to the ICU. Later that day the bipap settings were documented back to the baseline setting prior to the event. The bipap machine was removed from service, red tagged, and secured. It was later interrogated and required servicing. It has since been returned back to service. FDA safety report ID# (B)(4).